Event description:
It was reported that (1) er320 was used during lap chole procedure. It was reported by the rep that the clip applier malfunctioned. The case was finished with a different er320. There was no consequence to pt.